Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection, early-onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number mw5100747 that a female patient who underwent a primary breast reconstruction with unknown mentor tissue expander experienced right-sided wound infection and early-onset seroma postoperatively. Health professional reported that the patient suffered with breast swelling and discoloration two weeks after surgery; the patient had jp drain removed but fluid was still producing. At seven weeks post surgery, the patient experienced breast pain, swelling, purple discoloration, and increased redness. The patient was admitted to medical center for IV antibiotics, and the patient ultimately underwent explantation approximately in (B)(6) 2021. In addition, it was reported that the surgeon noted the discoloration was where the acellular dermal matrix (adm) was, and the operative note stated ¿the inferior aspect of the adm was not well incorporated with the overlying skin and subcutaeneous tissue.¿ the implantation date and explantation date are the best estimate based on available information. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
On 23-aug-2021, mentor received additional information about the event: the patient identifier is (B)(6). An updated implantation date of (B)(6) 2021 was reported. An updated explantation date of (B)(6) 2021 was reported. Manufacturer¿s reference number: (B)(4).